Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the first six clips fired and scissored. A new applier was obtained which worked and the case was completed. There was consequence to the patient.